Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tip of the femur pin broke when trying to remove it. Tka case.

Event description:
The tip of the femur pin broke when trying to remove it. Tka case.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the bone pin broke during the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 452 devices were manufactured under lot no w51426-1 and accepted into final stock on 08/14/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w51426-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned.